Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx30mmx143cm coyote nc (nc quantum apex) balloon catheter was used for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. Subsequently, a 2.0mm x 220mm x 150cm coyote balloon catheter was used. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon also ruptured. The procedure was completed with another of the same device. No patient complications were reported.